Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-jul-2017. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains') in a female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), vulvovaginal discomfort ("pressure on vagina internally"), ovulation pain ("pains during ovulation, ovulation pains are horrendous on both sides"), pelvic pain ("pains during any form of stretching especially exercise and lying on left side"), dyspareunia ("intercourse causes stabbing pains in both sides"), polymenorrhoea ("shorter menstrual cycle often 23 days"), menorrhagia ("menstrual cycle with heavier flow for 2-3 days"), abdominal distension ("sever bloating that I cant shift") and abdominal pain upper ("abdo pain including higher up in my stomach area"). Essure treatment was not changed. At the time of the report, the abdominal pain, vulvovaginal discomfort, ovulation pain, pelvic pain, dyspareunia, polymenorrhoea, menorrhagia, abdominal distension and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, dyspareunia, menorrhagia, ovulation pain, pelvic pain, polymenorrhoea and vulvovaginal discomfort with essure. Most recent follow-up information incorporated above includes: on 3-apr-2020: essure lot number 50667567 provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2017/006/018/401/001) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains') in a female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), pelvic pain ("pains during any form of stretching especially exercise and lying on left side"), dyspareunia ("intercourse causes stabbing pains in both sides"), ovulation pain ("pains during ovulation, ovulation pains are horrendous on both sides"), vulvovaginal discomfort ("pressure on vagina internally"), menorrhagia ("menstrual cycle with heavier flow for 2-3 days"), polymenorrhoea ("shorter menstrual cycle often 23 days"), abdominal distension ("sever bloating that I cant shift") and abdominal pain upper ("abdo pain including higher up in my stomach area"). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, ovulation pain, vulvovaginal discomfort, menorrhagia, polymenorrhoea, abdominal distension and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, dyspareunia, menorrhagia, ovulation pain, pelvic pain, polymenorrhoea and vulvovaginal discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), vulvovaginal discomfort ("pressure on vagina internally"), ovulation pain ("pains during ovulation, ovulation pains are horrendous on both sides"), pelvic pain ("pains during any form of stretching especially exercise and lying on left side"), dyspareunia ("intercourse causes stabbing pains in both sides"), polymenorrhoea ("shorter menstrual cycle often 23 days"), menorrhagia ("menstrual cycle with heavier flow for 2-3 days"), abdominal distension ("sever bloating that I cant shift") and abdominal pain upper ("abdo pain including higher up in my stomach area"). Essure treatment was not changed. At the time of the report, the abdominal pain, vulvovaginal discomfort, ovulation pain, pelvic pain, dyspareunia, polymenorrhoea, menorrhagia, abdominal distension and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, dyspareunia, menorrhagia, ovulation pain, pelvic pain, polymenorrhoea and vulvovaginal discomfort with essure. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.